Manufacturer narrative:
Batch review performed on 12 december 2023: lot 178747: (B)(4) items manufactured and released on 22-march-2018. Expiration date: 2023-03-(B)(4). No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional devices involved: batch reviews performed on 12 december 2023: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988), lot 187284: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.12.0024l femoral component sphere cemented # 4+ l (k140826) lot 187163: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years 10 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.